Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-13226. The pt had two leads from the same lot number. It was reported, the pt had fallen off a deck and lost stimulation coverage. X-rays confirmed the pt's leads had migrated. The pt underwent a surgical procedure, the leads were explanted and replaced with one surgical lead and one percutaneous lead. During the procedure, the physician opted to replace the pt's ipg with a new ipg. The pt was receiving effective therapy postoperative.

Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.